Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product was found to have met all specifications prior to shipment. The returned sample was evaluated. The safety clip was missing upon receipt of the sample. The tuohy borst adapter was separated from the y adapter. The y adapter was separated from the fll. The outer sheath was elongated at the reinforcement. The stent was still within the sheath. There was a gap of 6 mm between tip and outer sheath. This application represents an off-label use. The investigation revealed that the complaint is confirmed. During the performed function test, the outer sheath tore off at the catheter reinforcement, therefore it was not possible to release the stent graft.

Event description:
It was reported that the stent graft would not deploy during an angioplasty of an av access graft. The delivery system and stent were removed. There was no reported injury to the pt.